Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the occurrence of the image defects indicated by the customer were due to the fact that the main unit was unable to communicate properly due to a fault in the main unit's imaging function. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had poor image quality. There were no reports of patient harm.

Event description:
It was reported, the camera head had poor image quality. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.